Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress, minor tear observed in the outer jacket of both power cables, broken strain relief on the connector side of both power cables. The reported event of damage to the black power cable connector nut was confirmed. The reported event of damage to the white power cable connector nut was not confirmed. The returned system controller, serial number (B)(6), was returned with a broken black power cable connector nut; a portion of the connector nut had broken off and was not returned with the controller. The white power cable connector nut was intact and no damage was observed. The system controller was functionally tested with a test power module/system monitor and a mock circulatory loop. The black power cable was able to be connected to the power module patient cable connector; however, the connection could not be secured due to the broken connector nut. The broken connector nut did not affect the power cable's ability to provide power to the system. The white power cable connector nut secured to the power module patient cable connector without issue and functioned as intended during testing. Aside from the broken connector nut, the system controller functioned as intended during analysis. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 16 days of data (29aug2020 ¿ 14sep2020 per timestamps). The driveline was disconnected on 14sep2020 at 7:28:44 to exchange the system controller. There were no notable alarms in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 controller (serial#:(B)(6) was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 21jan2016. Heartmate 3 patient handbook, under section 5, entitled ¿alarms and troubleshooting¿, provides guidelines for connecting and disconnecting the power cable connectors, including how to properly tighten and loosen the connector nut to avoid damage. Under ¿guidelines for power cable connectors¿, the handbook states ¿tighten the connection between the connectors by turning the nut on the connector. Hand tighten the nut; do not use tools. Do not twist the connectors when turning the nut¿. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate 3 patient handbook under section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad. Under ¿daily safety checklist¿, the handbook instructs the user to inspect the system controller power cables/connectors for damage. Heartmate 3 patient handbook section 6 "caring for the equipment" informs the user to ¿keep the system controller power cables dry and away from water or liquid¿ as it may cause the system to fail or serious electric shock. Section 1 "introduction", under "general warnings" states that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry.¿ heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the locking mechanism on the black and white cables have both snapped off. The black and white cables are therefore unable to properly secure into the battery clips. The controller was exchanged.